Event description:
Additional information was received from the patient. They reported that reason for call was to report that the therapy didn't really help with the symptoms that patient was experiencing. Patient said they thought it helped a little bit however after a few years the therapy wasn't working for what patient needed it for which is pain due to ic. Patient said that discussed with a physician and the healthcare provider decided to remove the neurostimulators. Patient said at the time the surgeon said that they would remove the stimulators and explore what the leads looked like in order to determine if will remove them. When asked, patient said doesn't remember when the system was removed however said it was sometime in 2018 and later in the call said that it was on 2018-11-30 by hcp somewhere in jacksonville, fl. Agent did not ask about the circumstances that led to the reported issue. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3058, serial/lot #: (B)(4), ubd: 2016-07-28, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was being explanted for both inss as they were implanted for interstitial cystitis and they did not work. It was reported that the physician was in the operating room at the time of the call. The best practice for removal of tined leads was reviewed. Additional information was received on (B)(6) 2018 from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that it was unknown when the patient started experiencing the inss not working, and it was unknown if there was a product issue or a lack of benefit. It was reported that the cause of the inss not working was unknown. The rep reported that it was unknown if the products were removed, and when they called the healthcare provider back they were not going to remove the leads, but it was unknown if they proceeded with removing the inss. No patient symptoms were reported. No further complications were reported.